Event description:
The bearing portion of the screwdriver broke off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. The sample was forwarded to commercialized product development for evaluation. A design review dr-002087 was created on october 29, 2014 to review the design, determine root cause, and any corrective action indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.